Event description:
It was reported that the ilet pump showed a charging indicator while placed on a non-ilet wireless charger, yet the battery percentage continued to decline from approximately 2¿3 percent, and the user did not have the ilet charging pad available at the time. Symptoms included no adverse clinical effects. Outcomes included no impact on clinical status or care, and no alerts or alarms were reported. Investigation included phone-based troubleshooting to remove the device from the charger, try a different wall outlet, and ensure proper alignment, with guidance to verify charger function and to attempt charging with the ilet charging pad. Investigation of this case revealed a suspected charging performance issue potentially related to the use of a non-approved wireless charger and not to a pump functional failure. It was concluded, based on previously established findings for similar reports, that the cause was likely use of an incompatible charging accessory and user technique.